Manufacturer narrative:
Evaluation summary: the reported condition of the unknown failure was confirmed as caused by damaged main batteries. Inspection of the device found failure code 570:320:844:0000 in the pump's event history file which was caused by the damaged main batteries. The pump's main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
The facility reported a pump with an unknown failure. This problem occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.